Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported they were having problems and "can't urinate good." It was also reported that the stimulation was off and that they stopped feeling stimulation again. Patient was on 2.4 and was increased to 2.6 and patient confirmed feeling stimulation in the bicycle seat area. No further complications were noted or anticipated